Event description:
It was reported that after implant the patient had two episodes related to noise. One of the episodes was not sustained while the second episode resulted in an inappropriate shock. The patient was seen at the clinic and therapy was turned off and several arm and device manipulations were attempted to evoke noise in the secondary vector. No noise was seen in the secondary vector. New data was uploaded for review to see if the primary vector could be used rather the secondary as this may prevent noise if the issue was caused by air entrapment, as the primary vector does not involve the electrode pin. A review of data and x-rays by technical services (ts) noted that the use of the primary vector would be an option and air entrapment cases may resolve in weeks post implant. Ts noted that at this time the primary vector may have been selected due to amplitude changes. The device remains implanted and no further alerts were seen via remote monitoring, thus the issue with air entrapment was assumed to have been resolved. No adverse patient effects were reported.